Event description:
It was reported that the lead exhibited a sensing anomaly due to clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a proximal coil fracture at 23.5 cm from the connector end. All five wires of the coil are fractured. The location of the fracture is consistent with that caused by clavicular crush.